Manufacturer narrative:
(B)(4): endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. By report, final angiography revealed at type IV endoleak. The endoleak persisted after placement of another iliac leg. The physician decided to take a wait-and-see approach. Excessive anticoagulation during the case may have contributed to the reported type IV endoleak. It is reasonable to suggest that a type IV endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We are unable to determine the cause of the endoleak without review of imaging. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
On (B)(6) 2011, an (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair and the right internal iliac artery was coil embolized preliminarily. The final confirmatory angiography showed a proximal type I endoleak (1820334-2011-00367) and a type IV endoleak from the left leg. The physician ballooned additionally using a coda balloon for the type I, but it still remained. It was mostly gone after placement of another MFR's stent. The type IV was slightly persisted even after placement of another iliac leg graft. However, the physician decided to take a wait and see approach and completed the procedure. The pt's condition is unk as not provided by the reporter and no images will be provided to assist in this investigation.